Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , at approximately 2:00 am, the patient contacted technical support regarding a discrepancy between their cgm reading and actual blood glucose level. The cgm displayed a low glucose value of 52 mg/dl, prompting the patient to contact emergency medical technicians (emts). Upon arrival, the emts performed a fingerstick test, which revealed a blood glucose level of 312 mg/dl, indicating hyperglycemia. The patient was unable to recall the cgm reading at the time of emt arrival and did not provide details regarding any insulin administered by the emts. Additionally, the patient did not report experiencing symptoms of hyperglycemia prior to contacting emergency services. Despite the cgm indicating a low glucose level, the emts confirmed that there was no medical emergency. As a precaution, the patient took dextrose tablets. No further medical intervention was provided, and there was no documentation of treatment administered by the emts. At the time of the report, the patient was stable and reported feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.